Manufacturer narrative:
No reported patient or procedural involvement. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: no service history review could be performed as part 319.006 with lot 6603986 is a lot/batch controlled item. The manufacture date of this item is march 1, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: a review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem of a depth gauge for 2.0mm and 2.4mm screws broke. The issue was discovered during sterile processing with no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 01-mar-2011, part #: 319.006, lot#: 6603986 (non-sterile) - depth gauge for 2.0mm and 2.4mm screws. Quantity 16. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair eval ¿ the investigation of the complaint articles has shown that. The customer reported the measuring stem broke. The repair technician reported the tip of the depth gauge broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) depth gauge for 2.0mm and 2.4mm screws (part 319.006 / lot 6603986) was returned for investigation. The device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The relevant drawings were reviewed with no drawing issues or discrepancies noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25mm) is driven by the fact that the needle must fit into a drilled hole of 1.5mm, and the length (80mm) is determined so the slider can measure screws up to 40mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.